Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the incision site over the burr hole cover and visited the emergency room for evaluation. The patient was administered oral antibiotics. The patient was later admitted to the hospital where IV antibiotics were administered. The patient was doing well when evaluated at the latest check up with the physician.